Event description:
Baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device photo analysis: visual analysis of the photographs identified two devices one device appears to be intact with red particles and red biological tissue on top, and the other has brown particles on the surface of the device, it appears to be intact. They are not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device evaluation: visual analysis of the returned device identified; fold creases, deformation, brown particles in shell, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: - no issues found related to the manufacturing process.

Event description:
Physician's secretary reported "capsular contracture - baker grade iii. The device has been explanted. This relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture - baker grade unknown. Device remains implanted.